Event description:
Peccora, c. D., ross, e. L., hanna, g. M. Aberrant intrathecal pump refill: ultrasound-guided aspiration of a substantial quantity of subcutaneous hydromorphone. Regional anesthesia and pain medicine. 2013;38(6):544-546. Summary: intrathecal drug delivery systems are an effective and increasingly common pain treatment modality for certain patient populations. Pumps are surgically inserted in a subcutaneous abdominal pocket and refilled with highly concentrated medication at regular intervals. Inadvertent injection of medication outside the pump is a known complication of the refill procedure. We describe the injection of hydromorphone into the pump¿s surrounding subcutaneous pocket, subsequent opioid overdose, and the novel application of ultrasound to visualize and aspirate the subcutaneous drug. Ultrasonography can be used as an effective modality for rapid diagnosis and treatment of an accidental pocket fill. Reported event: there was technical difficulty palpating the edges of the pump, and multiple access attempts were made by 2 physicians using a huber tip needle. The device was eventually accessed and clear fluid (remnant drug in the reservoir) was aspirated, which matched the predicted volume based on the pump query. The practitioners attempted to keep the needle stable while changing syringes, but pump position and the patient¿s anatomy made this difficult. In retrospect, there was likely inadvertent migration of the needle tip during this step. Forty milliliters of hydromorphone (20 mg/ml) was injected without difficulty or apparent complications. The pump infusion rate was not changed. Postprocedure vital signs were unremarkable; blood pressure, 115/63 mmhg; heart rate, 64 beats per minute; respiratory rate, 18 breaths per minute; and 97% oxygen saturation on room air. Approximately 10 minutes after the procedure, the patient was leaving the ambulatory care center when she reported lightheadedness and lost consciousness shortly thereafter. Emergency medical services were called, and she was transported to the main campus emergency department (ed) where she continued to be unresponsive to verbal or noxious stimuli and had pinpoint pupils. Vital signs in the ed have the following values: blood pressure, 122/57 mmhg; heart rate, 80 beats per minute; respiratory rate, 8 breaths per minute; oxygen saturation, 86% on room air and 99% on 100% non¿rebreather face mask; and fingerstick glucose, 118. Peripheral intravenous access was established. The patient received 40 to 80 ug boluses of naloxone and became transiently responsive to verbal stimulus after approximately 7 minutes and administration of a total of 1000 ug of naloxone. No focal neurologic deficits were identified, and the patient never required intubation. The pump was reprogrammed to the minimal infusion rate, and a decision was made to examine the area around the pump reservoir. Application of a 12-mhz linear array probe over the reservoir pocket revealed a hypoechoic fluid collection between the subcutaneous tissue and the intrathecal pump (fig.1). The ultrasound evaluation occurred approximately 45 minutes after the attempted pump refill. A 22-gauge needle was inserted inplane under ultrasound guidance and 33 ml of clear fluid was easily aspirated (fig.2). The fluid was s ent to pharmacy for analysis and confirmed to be hydromorphone. Ultrasound imaging after aspiration of the fluid showed that the fluid collection superficial to the pump surface was no longer present (fig.3). The patient was transferred to the medical intensive care unit (micu) after the initiation of a naloxone infusion at 1.2 mg/h. The naloxone infusion was titrated to effect, requiring a peak dose of 7 mg/h and later titrated down to 2 mg/h with boluses of 40 to 120 ug every 15 minutes as needed for somnolence or hypopnea. She required approximately 12 hours of naloxone therapy. By the second day in the micu, the patient was stable and no longer required opioid antagonism. She was beginning to report moderate low back pain and mild anxiety. The intrathecal pump was refilled in the micu and the infusion was restarted at the same rate the patient was receiving before this event. Ultrasound was used to confirm that there was no reaccumulation of fluid after refill and that the drug had been properly injected into the pump. The patient was followed up in clinic and underwent a subsequent pump refill without complications under direct ultrasound guidance.

Event description:
Additional information received from the corresponding author indicated that there was nothing inherently "malfunctional" with the intrathecal pump. It was reported that the patient had recovered without sequela.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).